Manufacturer narrative:
Additional information: the device was received in a condition that made evaluation impossible. The event history log review was not performed because the device log failed to download. Functional tests were unable to be performed due to the condition of the device. The device was sent for destruction. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2130 alarm (detection of delivery of 30ml more than requested fill volume). The home patient was connected at the time of the alarm. This occurred during use for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that the system error 2130 was persistent. There was no patient injury or medical intervention associated with this event. No additional information is available.